Event description:
Fmc canada reporting a pediatric pt event while pt undergoing "ccpd." The parent said that solution was leaking from the connection between the fill bag and the line connecting the fill bag with the heater bag. According to fmc canada the leak was found in the morning (after the night of cycler dialysis). Complaint samples to be forwarded from fmc canada. A list of pertinent clinical questions provided to fmc canada to request from parent. 5/22/2000 awaiting further pt info. 5/23/2000 quality systems requested complaint detail from fmc canada. 5/24/2000 fmc canada reported that the parents of the pt noticed a small amount of fluid on top of heater plate. Also, the pt was receiving treatment for peritonitis and pneumonia, diagnosed two weeks earlier, with vancomycin 15 mg/l of delflex solution. When the leak was reported to the md, the vancomycin dose was increased from 15 to 25 mg/l as a precautionary measure. Awaiting further info from parent concerning complaint samples. 5/31/2000 fmc canada has not received response from pt's family on complaint detail and complaint sample. 6/2/2000 fmc canada spoke with parent who "does not have time" to return the complaint sample. Doesn't know when parent can get to it. States child has to go to hosp for assessment of peritonitis.

Event description:
6/5/00 pt currently on hemodialysis.